Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of an aortic dissection from the left subclavian artery to the iliac. The proximal thoracic diameter was noted as 36mm. It was reported that during the procedure, after the implantation of the valiant stent graft the patient went into cardiac arrest. No evidence of injury of the aorta proximal or distal to the graft or external bleeding was observed; however, a type IV endoleak was found coming from the stent graft. Another valiant stent graft was deployed immediately within this stent graft to stop the endoleak. As per the physician the cause of the event was due to a mechanical defect in the graft itself with massive extravasation. No additional clinical sequela was reported, and the patient is fine.

Manufacturer narrative:
Film evaluation summary; the exact type and cause of the endoleak seen filling the false lumen of the dissection at the end of the procedure could not be determined from the films provided. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. A single still angiogram and two (2) short (8 ¿ 12 second) videos of an angiogram during implant revealed that a single valiant stent graft had been implanted into the patient¿s thoracic. During angiogram while injecting from within the proximal end of the device, a large contrast blush was seen coming from the (patient¿s) left side of the stent graft. This large ¿vessel¿ of contrast appeared to be filling the false lumen of the dissection, and the filling continued down the thoracic to the distal/viewable extent of the returned image. This endoleak location was located ~5 ¿ 6cm from the distal end of the stent graft, between 2 stent rings, in a location where the stent ring diameter abruptly narrowed from ~36mm to 29mm. After implanting an additional valiant and relining the distal end of the initially implanted device, the previously seen endoleak appeared to have resolved. While a type iii fabric endoleak cannot be ruled out, this appears most likely to have been an acute type IV blush endoleak caused by fabric porosity, which may have been exacerbated by the abrupt change in stent ring diameter from ~36mm to 29mm likely caused by the patient¿s anatomy. Other factors such as heparin dose, and outflow resistance may have also contributed to this likely type IV endoleak. It is unclear if the cardiac arrest occurring after implant was associated with this endoleak. If information is provided in the future, a supplemental report will be issued.